Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing which resulted in a reduction of pacing was observed on the device. Technical support was contacted and noted that the device was pacing appropriately for the programming. No intervention has been performed at this time and the patient was stable and will continue to be monitored.